Event description:
It was reported the rigid video scope had bad image. There was a green light when optics were put on. The issue occurred during an unknown procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The cause was a broken r-unit (distal end). Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review revealed a repair was done on 6/13/2023 for a reported issue of "green" image, caused by a broken r-unit. A corrective and preventive action (CAPA) history review was performed. There were capas identified related to the reported issue "green image" due to a broken r-unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had bad image. There was a green light when optics were put on. The issue occurred during an unknown procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found after the procedure. There was no patient involvement.